Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the emergency room experiencing fatigue and syncope with an intrinsic rhythm of 30 beats per minute. The pulse generator was in bvvi. Pacer spikes were visible, but not capturing. The hardware elective replace- ment indicator (eri) byte indicated that the device had not reached hardware eri. Due to telemetry corruption, further troubleshooting could not be performed. The device was explanted and replaced due to unresolved bvvi status.